Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. One video received. During the visual analysis of one video, the following was observed: the video shows what appears to be a staple line on the tissue and some clips were placed on the tissue. However, no bleeding could be observed on the tissue. Based on the video review the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information received: attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How many days postoperative was the bleeding identified? What color cartridges were used throughout procedure? Does the surgeon routinely wait 15 seconds prior to firing? Were any difficulties experienced with device intraoperatively to include staple formation? What was the estimated blood loss? Was a blood transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status?

Event description:
It was reported that there was bleeding at the staple line in the jejunum. The patient was re-operated, required blood transfusion.